Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided section d6a - implant date: (B)(6) 2025. No specific day indicated. Section d6b - explant date: n/a - lens remains implanted. Section e1 - telephone number: (B)(6). Section e1 - email address: unknown, as information was requested but not provided. Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following a bilateral implantation of the preloaded monofocal intraocular lens (iol), the patient experienced significant glare affecting daily life. The patient was prescribed sampilo ophthalmic solution (santen) eye drops, however, chose to discontinue use after experiencing side effects. There is no plan to replace the lenses. The patient's unaided visual acuity is good at 1.5/1.2. No further information was provided.a separate report will be submitted for the other lens.